Event description:
A healthcare professional reported that at the time of implanting, when the lens enters the capsular bag, it is observed that he does not have a capsular suction, which is why a lens explant should be performed and a change made to a 3-piece lens. Additional information was requested and received, stating that the patient had recovered and that the surgery that was being performed at the time of the event was phacoemulsification.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in two pieces in the lens case. Solution was dried on both surfaces of the optic and haptics. Half of one haptic is broken/torn and not returned, the other haptic is broken/torn and is returned. The optic is split in two, cracked/fractured and scratched/marked-rejectable. The complainant indicates the use of non company as a viscoelastic and company cartridge, both of these items are not qualified to be used with the associated iol model. We are unable to determine the root cause for the reported complaint. Damage was observed to the iol. Customer indicated using non-qualified ovd and cartridge choice. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).